Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced screen bezel separation, with the device coming apart during normal use and without impact, and blood glucose levels were reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included continued use of the patient's cgm with a phone or receiver until the replacement arrived, with no interruption in glycemic management reported. Investigation included troubleshooting and user education regarding data sync, device shutdown, return shipping, and re-start procedures, along with shipping investigation and correction of an address error that caused a misdirected replacement; a subsequent overnight replacement shipment was arranged and the misdirected unit was routed back to the manufacturer. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel separation; shipping process errors were identified and corrected. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the enclosure assembly with contributory logistics error during replacement fulfillment.